Event description:
The customer reported that the battery had a red cross mark on it and the unit was beeping with a message that machine cannot be used for clinical purposes. The hospital biomed ran the op check and the issue was resolved. The error log showed 1:9 (processor supply out of range) and 1:24 (rfu status mismatch) error codes. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the battery had a red cross mark on it and the unit was beeping with a message that machine cannot be used for clinical purposes. The hospital biomed ran the op check and the issue was resolved. The error log showed 1:9 (processor supply out of range) and 1:24 (rfu status mismatch) error codes. No patient involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.